Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was not confirmed. Visual inspection of the returned devices identified that the femoral component, stem extension, and augments were assembled together. Bone cement was noted on the backside of the femoral component and on the augments. Dimensional analysis of the stem extension identified that the length (aside from the taper which could not be measured) and diameter were conforming to print specifications. The stem extension taper appears to be engaged with the femoral component. Dimensional analysis of the femoral component confirmed that the medial/lateral width was conforming to print specifications. Review of the metrology measurements from the device manufacturing records confirmed that the stem extension base was positioned correctly for each unit in the femoral component lot. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a total knee revision, following trialing of the components, the surgeon attempted to seat the assembled stemmed femoral components, however they migrated medially and would not seat properly. The product was noted to be approximately 5 millimeters valgus, compared to the way the trial went into the canal. The implants were removed and new implants were opened and able to be implanted correctly. No further patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Pt identifier: - (B)(6) concomitant medical product: nexgen femoral augment, cat#: 00599003401 lot#: 63487010. Nexgen femoral implant, cat#: 00599401491 lot#: 63548968. Nexgen femoral distal augment, cat#: 00599003410 lot#: 63511151. Report source: (B)(6) if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-05367, 0001822565-2017-05368, 0001822565-2017-05369, 0002648920-2017-00501. Product location unknown.

Event description:
It was reported that the implant used did not fit the trialed femur. The product was noted to be approximately 5 millimeters valgus, compared to the way the trial went in the canal. No adverse events have been reported as a result of the malfunction.